Manufacturer narrative:
The information about the date of event has been updated which was not included with the initial report. The information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 for 3 days. The customer's blood glucose level at the time of the incident was 455 mg/dl. The customer was treated with insulin drip and intravenous fluids. The customer did not allege insulin pump was under delivering. The customer stated the drive support cap was normal. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.